Event description:
From staff: we were setting up the surgical case. We were setting up the myosure machine. We inserted the yellow end of the tubing into the myosure machine, and it would not click in and register the tubing on the screen. We removed the tubing from the machine, turned the machine off and then back on. We then tried to insert the tubing again and it still would not work. Staff got a new set of tubing and opened that. The tubing easily clicked into the machine and was registered on the screen. We were able to successfully use the myosure for the case with the second set of tubing.